Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue resolved. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue and the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue and the customer successfully filled the cartridge. Customer¿s blood glucose level was 135 mg/dl.